Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed weak battery. Customer's blood glucose level not reported. The insulin pump alarmed off no power and powered off completely. It was the second occurrence of the off no power without a low battery warning. The battery cap was stripped. The device was not returned.